Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a recent follow up visit revealed high out-of-range pace impedance measurements on this right atrial (ra) lead. Ra lead fracture was suspected, but unable to be conclusively located via fluoroscopy. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported. This ra lead was retained by the explanting facility and will not be returned for analysis.